Event description:
A hospital in (B)(6) reported that heater head of an iw910 mobile infant warmer was displaying an error code. The heater assembly was returned to fisher & paykel healthcare (fph) service centre in (B)(4). During servicing, it was found that the harness connector housing was slightly discoloured.

Manufacturer narrative:
(B)(4). Method: the heater head of the iw910 mobile infant warmer was received at our fisher & paykel healthcare (fph) regional facility in (B)(4), where it was inspected and performance tested by a trained fph technician. Results: during testing the error 17 displayed immediately when turned on. A resistance test found that the heater element was about to become open circuit. The harness connector housing was also noted to be slightly discoloured. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it should be noted that the complaint heater head is almost six years old. The open circuit is likely to have been caused by the age of the device. The upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. The slight discolouration of the housing connector is most likely due to arcing occurring between two electrical contacts, resulting in contact failure. The arcing was most likely due to a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. The infant warmer heater head was repaired and housing was replaced by a trained fisher & paykel technician at our us facility and was returned to the healthcare facility after passing the electrical safety and performance tests. Please note that the discolouration of the head harness connector is part of a class iii recall in the USA, whereby all affected customers have been notified to check for any damage or discolouration of the harness connectors. If damage or discoloration is evident, customers have been advised to contact a fph representative to obtain replacement harness assemblies.